Event description:
It was reported that this right ventricular (rv) lead exhibited small or flat sense at times. Boston scientific technical services (ts) reviewed the first episode, noted a large deflection which changes the scaling a couple of times and shock electrogram (egm) deflection were also noted with rv and left ventricle pacing. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)